Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture and sensing issues, with an increase in capture thresholds. The patient had lost consciousness. This ra lead was successfully replaced. No additional adverse patient effects were reported.